Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: device name#delta un.fem hd 40mm r40 16/18 ; cat#6519-1-040 ; lot#11437757; device name#uni adaptor sleeve v40 ti ; cat#6519-t-100 ; lot#86326304. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Acetabular poly liner and femoral head swap due to irrigation/ wash out to address potential infection of right total hip.